Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the insulin pump alarmed battery out limit. The batteries were out of the insulin pump greater than duration allowed. The alarms were not going off at the right times. The customer was in intensive care unit. The customer experienced a diabetic ketoacidosis twice while on the insulin pump. The customer was on insulin drip and her blood glucose levels were getting better. The customer was not feeling good to troubleshoot. The device was not returned.